Event description:
It was reported that the pt began to experience lack of pain relief. A reservoir volume higher than expected in the pump was observed. A f/u appointment was scheduled for (B)(6) 2015 for a volume check.

Manufacturer narrative:
(B)(4)

Event description:
At the follow-up appointment on (B)(6) 2015, there were no volume issues observed. The drug dosage was increased and the patient continued with the pump therapy.

Manufacturer narrative:
(B)(4).